Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40mg/dl, and the meter bg reading was 291mg/dl. Reportedly, a second cgm bg reading was 63mg/dl, and the meter bg reading was 153mg/dl.